Event description:
A hydra jag was used for a therapeutic ercp. During withdrawal of wallstent rx, the delivery system got caught on the guidewire and stripped the coating off of the wire. The guidewire and delivery system were removed together. The procedure was then completed iwth another device.